Event description:
Reporter intially noted posterior capsular tears occurred during capsule polishing in several cases. Additional information received identified patient 4 of 4: anterior vitrectomy performed, iol implanted.